Manufacturer narrative:
Medical device: 506852 lead implanted (B)(6) 2000.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) and the right atrial (ra) lead exhibited undersensing. No programming changes were made because when the patient's electrolytes were brought into balance the sensing issues disappeared. The leads remain in use. No patient complications have been reported as a result of this event.